Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported by the patient's husband that her wife fell and hit herself and that is when the tubing connector broke, but she did not notice it and ended up in the hospital that day. She stated that she had gone back to the hospital few days after due to ketones and she believed it was because she had a very big red swollen leg due to the fall. Reportedly, the tubing connector on the infusion set was broke and his wife was hospitalized 6 weeks due to ketones and has been discharged. However, his wife was still weak, and she was still a bit confused because she was recently discharged. Presently, she was on manual injections as reported by her husband. No further information available.